Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lower anterior resection procedure, the device stapled but did not cut. As a result, the device was difficult to remove. There was no pt consequence reported.